Event description:
The reporter stated an infusion device button "stopped functioning." No adverse event was reported. The alleged product was requested for evaluation, however, the customer indicated the device will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). (B)(6) law doesn't allow product return.